Event description:
My name is (B)(6), I'm one of the first-year residents at (B)(6). Dr. (B)(6) gave me your email address; he told me that you are involved in FDA reporting of contact lens issues. We saw today a 19f that presented with eye pain, she was found to have diffuse significant stromal haze and cell and a small <1 mm infiltrate with epi defect. She reported wearing a daily "eyecon" colored cl. She claims not to sleep in them and dispose of them after one use. See the link to the product. I couldn't really find a lot of information about it but the fact that she was using it daily and the diffuse stromal response made us think of possible chemical reactions or unsterile packaging. (B)(6). I'll be happy to send over more details. Please let me know.